Manufacturer narrative:
It was reported on a patient with a history of persistent infections had a tm acetabular shim augment implanted on (B)(6) 2015. The patient was admitted to hospital on (B)(6) 2015 with right hip periprosthetic infection with (B)(6). On (B)(6) 2015 the patient was treated for infection. Prosthesis, both the femoral and acetabular side, were stable and in good position. The surgeon irrigated with a total of 9 liters of antibiotic irrigation through the wound and then used 2 grams of vancomycin powder, 1 gram was placed deep and the other in the subcutaneous tissues. No components were removed during surgery. Based on the investigation results, it is not suspected that the tm acetabular column buttress failed to meet specifications. The investigation could not verify or identify any evidence of tm acetabular column buttress contribution to the reported problem. Examination of the tm acetabular column buttress manufacturing record indicates no anomalies were reported. The design history record, manufacturing and material specifications for this lot are within the prescribed specifications. Based on the available information, it can be concluded that the periprosthetic infection with (B)(6) was not related to the tmt design controlled product (tm acetabular column buttress).

Event description:
Revision, infection, tm column buttress.

Manufacturer narrative:
Investigation in process.

Event description:
It was reported that a patient with a history of persistent infections had a tm acetabular column buttress implanted on (B)(6) 2015. On (B)(6) 2015 it was explanted due to right hip periprosthetic infection with (B)(6).